Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and unsure properly inserted into the infusion site or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. In addition the patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the patient administered boluses. The pod will not be returned as it has been discarded.